Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) in (B)(4) alleging a onetouch verio iq meter was reading inaccurately compared to another meter. The patient reported obtaining blood glucose values that were "3-4 points off." The patient did not allege any harm or injury due to the reported issue. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that a serious injury occurred. In addition the patient performed a meter vs. Another meter comparison where the calculated difference between the results meets lfs criteria for accuracy reporting.